Event description:
Laparoscopic cholecystectomy: "dr (B)(6) lap chole procedure a skin burn was observed around the area that the 12mm trocar sire had been. The cause for the burn is unknown." "Dr (B)(6) excised the 2 to 3 mm of affected area and closed skin incision. Patient was fine per my conversation with (B)(6) post op."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.